Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the device was evaluated, reportable malfunctions were noted where there was no power and the lamp exceeded 500 hours of usage. The most probable cause of the discovered damage is traced to component failure, which is expected or random component failure without any design or manufacturing issue. The event can be prevented by following the instructions for use (IFU) which state: the light source does not contain any user-serviceable parts. Do not disassemble, modify or attempt to repair it; patient or user injury, equipment damage, and/or the impossibility to obtain the expected functionality can result. Some problems that appear to be malfunctions may be correctable by referring to chapter 8, ¿troubleshooting¿. If the problem cannot be resolved using the information in chapter 8, contact olympus. The light source is to be repaired by olympus technicians only. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the xenon light source had no power and the lamp exceeded 500 hours of usage. There were no reports of patient involvement.